Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse proactively replaced the sodium electrode. The cause of the discordant, falsely elevated sodium result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate instrument and resulted lower. The sample was then rerun on the advia 1800 instrument and the result matched the lower result from the alternate instrument. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.